Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flag sensor needs to be replaced. No patient injury was reported.

Manufacturer narrative:
One device was received. Visual inspection noted non-OEM top case identified. Non-OEM supercap on main board identified. Non-OEM power cord identified and was disposed of. Bottom case cracked by l-bracket, chipped right plunger case. Cannot duplicate check syringe flange sensor. The barrel seal for the ear clip was found to be installed backwards due to incorrect assembly by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The non-OEM top case was replaced with ooem component which comes with the barrel seals.

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.